Manufacturer narrative:
The manufacturer did not receive the device for investigation. One x-ray picture and surgical notes were provided and will be reviewed within investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 on the left side on (B)(6) 2016 and was revised on (B)(6) 2016 due to dislocation. All implants were removed. It was reported that the dislocation occurred on (B)(6) 2016 in the hospital. The patient was at the hospital to remove blood clot. In emergency department, some technician reportedly bent his hip and twisted it and he felt a pop at that time. Note: this is a split case with zimmer inc., (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: according to the per received, it is reported that a (B)(6) male patient (bmi=35.5) received a biolox ceramic head implant on left hip side on (B)(6) 2016 along with (B)(4) devices. On (B)(6) 2016, the patient was at hospital to remove blood clot. In emergency department, some technician reportedly bent his hip and twisted it and he felt a pop at that time. The patient underwent revision surgery on (B)(6) 2016 due to dislocation after 14 days in vivo time. Review of received data: 1 undated x-ray was received for the review. X-ray is supposedly taken after the dislocation of the hip. Ceramic head is seen to be not anymore located inside the acetabular component. Femoral part therefore has migrated cranially. Since there are no x-rays taken right after the implantation to compare, no further comments can be made. Office visit dated (B)(6) 2016: the patient has femoral head sclerosis as confirmed by x-rays. Left greater than right. Left hip tha is discussed. Implantation surgery report dated (B)(6) 2016: pre-op diagnosis: osteonecrosis left hip operation: patient with bmi=(B)(6) received (B)(4) implants. Bone quality observed to be good. 20 degrees of rom, 90 degrees of flexion, 80 degrees of internal rotation in flexion, 60 degrees of external rotation in flexion, 20 degrees of internal rotation in extension and 30 degrees of external rotation in extension was achieved. Leg length gain was noted to be 0mm per pre-op plan. Office visit dated (B)(6) 2016: history of patient: patient experiences moderate pain. Mild swelling on left hip. Pain level =8/10. He was at hospital on (B)(6) to rule out blood clot because of swelling. He states that some technician bent his hip and twisted it. He felt a pop at that time and since then he has been unable to bear weight on left hip. Test results: x-rays show the dislocation of left tha without fractures. Plan: closed reduction is recommended by the surgeon. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products: not possible: product combination is allowed by zimmer biomet; loss of connection due to inadequate assembling procedure: not possible: the implantation surgery report confirms that the implantation was successfully performed; loss of connection, fracture of ceramic head due to particles between stem and head taper: possible: no revision surgery report was received to confirm, therefore cannot be excluded; compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device: possible: patient activity level is unknown, therefore cannot be excluded; increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight: possible: patient bmi is 35.5 which can be classified as severely obese. Conclusion summary: it is reported that all the components of the left tha were revised after 14 days in vivo time due to dislocation. The office visit dated (B)(6)2016 indicates that the surgeon suggested a closed reduction for the left hip after the dislocation happened. However, it is reported in the per that on (B)(6) 2016, a revision surgery was performed and all the devices were removed. The revision surgery report and no other information regarding this revision surgery report was received to confirm a revision. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).